Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture, "folds," "waves," and "rotation."

Event description:
Healthcare professional reported via regulatory agency a rupture, "folds," "waves," and "rotation" of the left device. The device has been explanted.